Manufacturer narrative:
Follow-up # 1 ¿ (10/31/2014). The patient¿s meter has been returned on 9/20/2014 and evaluated by lifescan product analysis on 10/21/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient¿s mother contacted lifescan (lfs) alleging a meter memory issue with the one touch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue started at an unspecified time on (B)(6) 2014. The patient manages her diabetes with an insulin pump. At an unspecified date/time, the reporter called the patient¿s health care professional (hcp) and was ¿advised of insulin adjustments¿ in response to the alleged issue. The reporter confirmed that the patient did not develop any symptoms and there was no mention of receiving medical treatment for a high or low blood glucose excursion. At the time of troubleshooting, the cca documented that there was no misuse of the product. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.